Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that restenosis, as listed in the xience v instructions for use (IFU), is a known adverse event associated with this coronary stenting. This known patient effect is not necessarily an indication of a product quality issue. Restenosis is listed in the xience v risk assessment as no fault post procedure complication. There does not appear to be any indications of a proper quality problem; however, a conclusive root cause for the reported patient effect, and the relationship to the products, if any, cannot be determined. The other xience v everolimus eluting coronary stent systems are being filed under the same MFR number.

Event description:
Reporting status: serious injury - required intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that three xience stents (2.5 x 12 mm, 2.75 x 23 mm and 3.0 x 8 mm) were implanted in 2008. A nine month angiographic follow-up was performed and restenosis was noted. A new ptca was performed. No additional event or patient information is available.